Event description:
The customer stated that after rebooting the cell-dyn 3200 analyzer, serial (B)(4), smoke was observed coming from the left side fan. The customer powered down the analyzer immediately and requested abbott service. No fire or injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer declined an onsite visit for inspection of the cell-dyn 3200 instrument and stated that it was no longer in use. The customer was made aware of the risk of not having the instrument inspected. A review of historical quality data and labeling did not identify an issue with the cell-dyn 3200 instrument. Based on the event details and evaluation, no product deficiency was identified with the cell-dyn 3200 instrument. The cause of the reported incident could not be determined since the customer declined on-site service.